Manufacturer narrative:
(B)(4).

Event description:
Lead revision was performed due to decreased sensing of the right ventricular (rv) lead. The threshold and impedance values were normal; no damage was seen on the lead during revision. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Upon analysis, the field report of undersensing was not confirmed. Electrical testing on the lead did not find any indication of conductor fractures or internal shorts. Visual inspection found the helix stretched which is consistent with that occurring at the time of explant.